Event description:
The associated clinic for the peritoneal dialysis patient reported that the patient had umbilical hernia repair surgery. According to the pre-operative clinic progress notes, the required hernia repair was noted to be minimal, and the pt would have a low fill volume with no need to transfer from peritoneal to hemodialysis. According to a clinic peritoneal dialysis nurse, the pt was diagnosed with the hernia sometime in (B)(6) 2013. He was not hospitalized for the hernia and received the hernia repair surgery on an out-patient basis on (B)(6) 2013. It is unk if this peritoneal dialysis caused or contributed to the hernia, but the pt reportedly believes it did. The pt is fine now.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. Additional relevant medical records were requested but have not been received to date. A plant instigation is still ongoing and a supplemental report will be submitted upon completion.